Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope protective cap which attaches to the tip of the scope fell off during procedure. The ercp (endoscopic retrograde cholangiopancreatography) procedure was completed using the same device and without any additional intervention or delays. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h3, and h6. It has been over two (2) years since the subject device was manufactured. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although we could not conclusively specify the root cause of the suggested event, it is likely the event occurred because the distal cover was insufficiently attached and the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. Olympus will continue to monitor field performance for this device.